Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation, provide the date received by manufacturer, update device evaluated by manufacturer, provide the device manufacture date, update the event problem and evaluation codes, and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, it was found a small hole on the articulation sleeve area. The device was functionally tested and the engineers were able to reproduce system error message 0 but not the usacquisitionhw_40 error. The factory leakage test failed. During destructive analysis, a pin hole was found on articulation sleeve inside. The likely root cause of the reported event was identified as c-flex articulation sleeve material quality due to particle or foreign substance. It may be that due to the pin hole, when the articulation was bent and liquid could infiltrate into articulation area. Liquid infiltration can cause leakage fail and electrical malfunction which leads to system error or image problem. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that while the doctor was scanning the patient, the transducer displayed a usacquistionhw_40_0 error messages. This phenomenon was reported to have occurred before and twice during a transesophageal echocardiography (tee) procedure. The doctor attempted to reboot the system but was unsuccessful. The tee was continued and completed on another system. There was a delay of 30 minutes while the other system was obtained and booted. There was no loss of data and there was no patient adverse event reported. No additional information was provided.